Event description:
Iy was reported that the or solutions inc.ecolab ors-2038d solution warmer was found to be defective. It was set on a very low temperature, but still manage to melt the plastic drapes and burn through them. No patient injury, infections or complications were reported.